Manufacturer narrative:
Device manufacture date not available at time of this report. The system investigation is pending.

Event description:
A medtronic representative called during a case and said that they were reporting that the zeiss pentero scope was 1 cm inaccurate. After troubleshooting the hardware connections, they were able to continue the procedure using the stealthstation, with no harm to the patient reported.